Manufacturer narrative:
Upon receipt, this reveel retractor was visually inspected, and the condition of the bent I-beam and displacement of the overmolded component was confirmed. The reveel device is designed to retract tissue by loading the target's weight perpendicular to the plane of the arms when actuated. The atraumatic tip is not intended to support load or hold weight in any other orientation. Misuse in this manner can result in structural deformation or damage to the device, as observed in this case. To help prevent recurrence, this clarification has been added to the instructions for use (rt083001, IFU 09-39-00555-00) through ecn-09924, specifying the correct orientation and intended use of the device.

Event description:
During a laparoscopic procedure, the device was unable to withstand the weight of the liver. Two devices disintegrated intraoperatively while in use inside the patient. At the time of failure, the reveel was noted to have been completely open. At this time, no additional patient injury beyond the device malfunction has been reported.

Manufacturer narrative:
At this time, msi is awaiting the return of the device in order to conduct a full investigation. Once the investigation has been completed and additional details are available, a final adverse event report will be submitted.

Event description:
During a laparoscopic procedure, the device was unable to withstand the weight of the liver. Two devices disintegrated intraoperatively while in use inside the patient. At the time of failure, the reveel was noted to have been completely open. At this time, no additional patient injury beyond the device malfunction has been reported.